Event description:
Pt's eyes were dilated in prepraration for yag laser treatment. Machine had been turned on but failed to operate for md when 1st of three pts taken into room for procedure.

Event description:
Pt's eyes were dilated in proportion for yag laser treatment. Machine had been turned on but failed to operate for md when 1st of three pts taken into room for procedure.

Event description:
Pt's eyes were dilated in proportion for yag laser treatment. Machine had been turned on but failed to operate for md when 1st of three pts taken into room for procedure.